Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer in her gestation received a sensor scan result of 189 mg/dl compared to a reading of 162 mg/dl obtained on the built-in reader. Customer self-treated with "too much" unspecified injection as the sensor result was "too high" and subsequently experienced symptoms of hypoglycemia described as "foam from the mouth", face turned blue", seizure and lost consciousness. Customer was taken to hospital and had a caesarean section performed. Sensor reading of 85 mg/dl was obtained compared to a reading of 43 mg/dl on an unspecified date on an unspecified meter. No further information was provided. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.